Event description:
It was reported that during a laparoscopic lobectomy procedure, the device was fired three times for the patient. The jaw was closed after the third firing and the device was removed from the patient through a trocar. The jaw was not opened after the device was removed from the patient. The deployed staples were formed b-shaped. Reinforcement material was not used. As the three firings were enough for the patient, the case was completed without any problems. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Clamping mechanism. The analysis showed that the 6tb45 device was returned with the anvil in the close position without preload and extended as the anvil crimp was noted to be insufficient. A reload was received loaded on the device, fully fired and with the spring cartridge lockout normal. After further analysis the clamping mechanism was noted to be damaged. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the articulation lever and the articulation gear teeth were found broken. The damaged to the gear teeth can occur when excessive force is applied to the closing trigger when the jaws are clamped on tissue thicker than indicated. In addition, it is possible that the device was articulated beyond its articulation stop resulted in the instrument damage. No conclusion could be reached on why the anvil crimp was insufficient. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.